Manufacturer narrative:
Investigation: no samples (including photos) were returned. Therefore, the complaint could not be confirmed. And the root cause is undetermined. Due to the batch being manufactured in 2008, DHR's are retained for 7 years. No DHR review can be completed.

Event description:
It was reported, that the bd insulin syringe with bd ultra-fine¿ needle experienced, no label or missing label information. The following information was provided by the initial reporter: material no: 328438, batch no: 8078079. Consumer called, to inquire about expiration date on syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced no label or missing label information. The following information was provided by the initial reporter: material no: 328438. Batch no: 8078079. Consumer called to inquire about expiration date on syringe.